Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced sound quality issues. A review of the recipient¿s test data indicated impedance issues. Programming adjustments were made and the resulted in improvement, however, the recipient proceeded with revision surgery. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient will keep the explanted device and will not be returned to advanced bionics for analysis.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections d.9, h.6. Advanced bionics considers the investigation into this reportable event as closed. Legal proceeding have prohibited the testing and failure analysis of the explanted device. As a result, no conclusion can be drawn at this time. If the legal proceedings allow for the analysis to be completed, the issue will be re-opened and the results of the analysis will be reported. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.